Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas gold pta balloon catheter. Post the procedure balloon got caught at the tip of the sheath and could not be removed. Reportedly there was strong resistance, so removed the sheath and inserted a new sheath to continue the treatment. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D2b (lit; dqy). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter loaded unto an unknown brand sheath was returned for evaluation. The balloon was stuck within the sheath with the distal end of the balloon protruding from the sheath. The sheath had buckling and from the hub, the catheter had bunching as well. Using an in-house presto inflation device, negative pressure was applied to the balloon, and an attempt was made to remove the sheath by pulling proximally on the catheter. The attempt was unsuccessful; therefore, the sheath was cut. Then the guidewire lumen was flushed using an inhouse syringe and an in-house guidewire was inserted successfully in the catheter. An in-house sheath was used to insert the balloon catheter and was advanced through with high resistance. The balloon was inflated, and it was noted water was leaking from the catheter shaft in a spot where bunching was present. Under microscope examination, a tear was noted on the shaft. The balloon was subjected to negative pressure but could not deflate due to the tear and therefore was not able to be retracted from the in-house sheath and remained on the device. No further evaluation was performed. Therefore, the investigation is confirmed for the removal difficulty as the sample was returned stuck in a sheath and attempts to remove it were unsuccessful. The investigation is also confirmed for the identified bunching and tear as both were noted on the catheter shaft could have been caused due to removal difficulties. A definitive root cause for the alleged removal difficulty, identified bunching and tear could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b. (Lit; dqy), e1, g3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas gold pta balloon catheter. Post the procedure, balloon got caught at the tip of the sheath and could not be removed. Reportedly, there was strong resistance, so removed the sheath and inserted a new sheath to continue the treatment. There was no reported patient injury.